Event description:
It was initially reported by the arjohuntleigh representative: facility informed that the resident was in a bath chair, which was elevated after bathing procedures approximately 4 feet high. The resident was being dried of, and was being a little resistant because they wanted to dry their underarms. They lifted up the safety bar and turned themselves and fell. It is unknown at this time if they fell to the ground and/or suffered an injury. The safety belt was not being used in this instance; the facility states that they were informed that the safety belts were optional, but does admit that they cannot recall the last time they had in-servicing. Additionally it was reported: "after resident's bath was completed I parked the bath chair and applied the brakes. I dried resident's lower body, applied lotion and gripper socks. The arm bar was in place at this time. I then had to dry the resident's hair and upper body. While trying to dry resident's arms she was tensing up her arms. I had to lift the bar to lift her arm and dry her. I reached to the left for the deodorant. When I stood upright the resident was already leaning forward and fell out of the chair, I got down beside her and yelled for the nurse. She was laying on her side with her head off the floor so I put my hand under it to support it. I waited with her until help came."